Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of bilateral deep vein thrombosis and pulmonary emboli. The filter was deployed via the patient's right side internal jugular. It was placed below the renal vein segment. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava and he required frequent monitoring. The patient became aware of the reported events approximately seven years and three months after the index procedure. Approximately eight years after the index procedure, the device was explanted.   As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes bilateral deep vein thrombosis and pulmonary emboli. The filter was deployed below the renal vein segment. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation. In addition to these injuries, the patient was required to undergo a complicated filter retrieval procedure. Per the patient profile form (ppf), the patient experienced perforation of filter strut(s) outside the inferior vena cava and he required frequent monitoring. Approximately eight years after the index procedure, the device was explanted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section e3: occupation: other, senior counsel, litigation.

Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation. In addition to these injuries, the patient was required to undergo a complicated filter retrieval procedure. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation and retrieval difficulty events could not be confirmed without procedural films for review and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation. In addition to these injuries, the patient was required to undergo a complicated filter retrieval procedure. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Section h6: health effect - clinical code: code 4581 was used for 'venous ulcers'. As reported a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation. The patient reported becoming aware of the event approximately eight years post implant, at which point the device was explanted. According to the medical records, the patient had a history of bilateral deep vein thrombosis and pulmonary emboli. The filter was placed via the right internal jugular vein and deployed below the renal vein segment. Additional medical records indicated that the patient had a history of blood clots in both legs, paranoid schizophrenia, peripheral vascular disease and venous stasis ulcer. The patient underwent debridement and application of a wound vac to a nonhealing right medial malleoli wound, approximately ten years and six months after the filter implanted and approximately seven months after the filter was explanted. The patient underwent a second debridement and placement of a skin graft two days later. It was noted that the patient was status post recanalization for occluded inferior vena cava (ivc) with a persistent wound of the right medial malleolus. The record also mentioned post op from bilateral iliac vein recanalization, no other details were provided. The patient subsequently reported perforation of filter strut(s) outside the inferior vena cava (ivc), blood clots, clotting, occlusion of the ivc, venous ulcers and multiple infections. The patient became aware of the reported events approximately seven years and three months after the index procedure. The filter was removed percutaneously eight years post implant. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin and delayed wound healing related to poor circulation. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per the medical records indicate that the patient has a history of blood clots, bilateral legs, paranoid schizophrenia, peripheral vascular disease and venous stasis ulcer. The patient underwent debridement and application of wound vac to a nonhealing right medial malleoli wound, approximately ten years and six months after the filter implanted and approximately seven months after the filter was explanted. The patient underwent a second debridement and placement of a skin graft two days later. It was noted that the patient was status post recanalization for occluded inferior vena cava (ivc) with a persistent wound of the right medial malleolus. The record also mentioned post op from bilateral iliac vein recanalization, no other details were provided. Information received from an amended patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), blood clots, clotting, occlusion of the ivc, venous ulcers and multiple infections. The patient became aware of the reported events approximately seven years and three months after the index procedure. The filter was removed percutaneously eight years after the index procedure.